Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain indications. The hcp reported it was taking longer and longer for patient to get a bolus when she was trying to use her personal therapy manager (ptm). Patient reported that it had been going on for "a little while" and progressively getting worse. Technical services walked hcp through clearing data on the ptm.